Manufacturer narrative:
Description of changes: field b4: added "date of this report" 04/03/2025. Field g3: updated "date received by manufacturer" to "04/01/2025". Field g6: checked "30 days", updated to "follow-up, # 1". Field h2: checked "device evaluation" field h3: updated "device evaluated by manufacturer?" To "yes". Field h6: added "type of investigation" code 10, added "investigation findings" code 3201 and 4248, added " investigation conclusion" code 18. Added "investigation conclusion" code 4316. Preferred term: combination of factors. Field h11: added description of changes. File attachments: attached device evaluation.

Event description:
A customer reported that when a patient was having her ears cleaned, the yoke on the opmi pico came uncoupled and the scope's arm fell on the patient. The patient was hit in the midline forehead, which caused a contusion to the head and swelling from the scalp to the hairline. It is unclear whether the patient received any after treatment due to the reported incident. No other information was provided.